Event description:
It was reported that during a polypectomy procedure, the loop of the snare detached inside the patient. The wire was removed with forceps through the scope. Evaluation of the returned product indicated the snare loop assembly, including the loop coupling, had detached from the device's inner cable. The inner cable was capable of being advanced and retracted via the handle assembly. The cause of this event is unknown.